Event description:
Our affiliate is reporting that during an arthroscopic shoulder repair, a vapr electrode became inoperable. The distal working end became carbonized, the device ceased to function and, a portion of the ceramic broke away and fell into the pt's joint space. All of the fragment was retrieved from the body, and the procedure was completed successfully without further incident or harm to the pt.

Manufacturer narrative:
Mitek is at this point in time awaiting receipt of the complaint device towards conducting a failure analysis. Those conclusions will be the subject of the f/u report.